Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use two onyx frontier coronary drug eluting stents when both stents dislodged during delivery at the lesion site. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a moderately tortuous,moderately calcified lesion located in the mid diagonal branch. The devices did not pass through a previously-deployed stent. There was resistance encountered when advancing the devices, and excessive force was not used during delivery. The delivery system balloon was placed inside the dislodged stents and inflated in order to get the stents in the correct area of the lesion. The stents remain in the patient. No patient complications were reported as a result of the event.